Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a backup vvi (bvvi) was confirmed and was due to a power-on reset (por). The cause of the por could not be confirmed. The stored egms were reviewed and noted a sensing anomaly. The cause of the sensing anomaly was due to an anomalous capacitor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room in backup vvi mode. A device image was received for further investigation. Review of the episodes revealed that the patient had vf, but no therapy was delivered. Multiple shocks were noted the night before. A device download was performed successfully. Doctor elected to remove the device. The device was explanted and replaced. The patient is stable.